Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device revealed the hex tip is stripped. The root cause of the stripped tip is device wear from normal use and servicing. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screwdriver and box trial are stripped. No surgical delay.